Manufacturer narrative:
Product ID 8840, serial# unknown; product type physician programmer.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported a priming bolus error occurred and the doctor gave a 8mg bolus to prime the catheter after a catheter access port (cap) procedure. The bolus was stopped then the advanced registered nurse practitioner (anrp) primed the catheter. It was believed the patient got approximately 18 of 22 minutes of a single bolus. It was noted the priming bolus should have been programmed for the catheter length only. The patient was monitored at the ambulatory surgical center and released. It was noted, the patient experienced overdose symptoms and the location of the issue or symptom was the catheter track. The patient¿s status at the time of this repot was ¿alive-no injury.¿ according to the hcp, the patient was ¿doing fine.¿ the pump was being used to deliver dilaudid. If additional information is received, a follow-up report will be sent.